Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was connected with the unspecified endoscope at the preparation for use. At the incoming inspection for the repair, olympus australia checked the subject device and found the failure of the printed circuit board. Olympus australia also found that the image was not displayed when the subject device was connected with evis 180 series videoscope. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the accidental failure of the printed circuit board set of the subject device. The printed circuit board set, especially, the patient board set performs endoscope control, image reading, and preprocessing and if it does not function, the image disappears. If additional information becomes available, this report will be supplemented.